Event description:
It was reported that the device was explanted due to regurgitation. The date that the device was explanted is unk; however, it was implanted in 2007. Follow up with the surgeon's office indicated that the device is not available for return, as it was explanted 6 months ago.

Manufacturer narrative:
Device not returned.